Event description:
It was reported that the patient¿s pump has been empty for three years and has been in the emergency room ¿pretty much daily¿ due to chronic pain. The patient did not have a current managing healthcare professional (hcp) due to relocation and was looking for someone to fill and replace the pump possibly. The pump was used to infuse morphine (unknown). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n186519025, implanted: (B)(6) 2009, product type: catheter. (B)(4).